Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was 351mg/dl and the patient was treated with manual bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6009388 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009388 was manufactured according to the work instruction (wi) version 47 and packaging in the multivac m12 on 27-sep-2024, with a total of (B)(4) units. The sub-assembly: assembly lot 4j04014 was manufactured according to the wi version 27 and assembled in the quickset line, on 26-sep-2024, with a total of (B)(4) units. Lot 4j04015 was manufactured according to the wi version 27 and assembled in the quickset line, on 27-sep-2024, with a total of (B)(4) units. Lot 4j04894 was manufactured according to the wi version 27 and assembled in the quickset line, on 27-sep-2024, with a total of (B)(4) units the sub-assembly: gluing of tubing the lot 4j04002 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 25-sep-2024, with a total of (B)(4) units. The lot 4j04000 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 22-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.